Event description:
Patient underwent a l5 posterior lateral fusion. A post op x-ray revealed the top of the screw head became detached from the construct. Surgeon is not planning a revision.

Manufacturer narrative:
Device is not being explanted. Synthes is unable to determine the manufacturing site without a lot number: synthes is unable to determine the manufacturing date without a number. No investigation could be performed, no conclusion drawn, as no device was returned.